Event description:
It was reported by singapore that during service and evaluation, it was determined that the battery oscillator device fell apart ¿ unattached. It was determined that the device would not run, had component damage and the saw head fell off. It was further determined that the device failed pretest for general condition, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device broke while in use. It was reported that there were no delays in the surgical procedure and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device fell apart - unattached, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.